Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had an infection. The patient¿s wound, where the ipg was located, was opening up. The physician believed the infection was not device related. The patient was administered with vancomycin antibiotics and the wound was packed. The patient¿s ipg was explanted and the patient was doing well after the procedure.

Manufacturer narrative:
Event date: (B)(6) 2013. Additional information was received that the symptoms of infection were a yellowish, greenish drainage, high fevers, delirium and the patient was admitted in the hospital. The ipg site was irrigated and debride.

Event description:
A report was received that the patient had an infection. The patient&#38112;wound, where the ipg was located, was opening up. The physician believed the infection was not device related. The patient was administered with vancomycin antibiotics and the wound was packed. The patient's ipg was explanted and the patient was doing well after the procedure.